Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced corrective surgical procedures, severe urge incontinence, frequency, dyspareunia, vaginal scarring, nerve damage, and dysuria. The patient also experienced nocturia, recurrent urinary tract infections, vaginal pain, abdominal pain and pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.